Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the menu button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. All buttons were tested successfully.